Event description:
It was reported that during testing it was discovered that the irrigation on the device was not working well and it was allowing fluid to backflow. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
This report is being filed as part of a retrospective remediation of sonopet complaints that identify loss of irrigation, based on a discussion with a representative from the MDR policy branch on (B)(4) 2013. The device was returned to the MFR for evaluation and the complaint was confirmed. The prime flow rate was out of specification causing the irrigation to malfunction. The device was repaired and returned to the customer.